Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump came loose and then was coming out of the pocket, and out of the patient's body. The pump was repositioned. No further complications were anticipated/reported.